Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18280, 1627487-2013-18281. It was reported, the patient was experiencing ineffective stimulation and had ceased using and charging his scs system. The patient is unable to communicate with or charge his ipg. The patient desires to have his scs system explanted and is to consult with his physician regarding taking surgical intervention at a later date to address this issue.

Manufacturer narrative:
The ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.